Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported bd alaris smartsite extension set had flow issues the following information was received by the initial reporter with the following verbatim: in smartsite bi extension, one port is not working as that is blocked. It is not allowing fluid (medication) to go into the cannula.